Event description:
The head has come loose from the trunion post operatively, the patient had been involved in a fight prior to the head of the implant coming loose. After the fight, patient began having pain in operative shoulder. The surgeon took an x-ray and revealed the loose head. The revision surgery was performed on 09/2005 and the surgeon replaced the glenoid, trunion, head and set screw.

Event description:
The head has come loose from the trunion post operatively. The pt has been involved in a fight prior to the head of the implant coming loose. After the fight, pt began having pain in operative shoulder. The surgeon took an x-ray and revealed the loose head. Revision surgery has been scheduled. This device is used for treatment.